Event description:
The sevice report shows the customer reported that the ventilator stopped without any alarm after the loss of the ac supply in the hosp. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported problem. The cse replaced the audio alarm as a precautionary measure. The unit passed extended self testing. There was no pt involvement.